Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion. Additional longevity calculations with the given programmed parameters and other data stored within the memory of the device found the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was explanted. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.